Event description:
New information notes a complaint of oversensing on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial lead that had multiple noise reversions and inappropriate mode switches. The lead was capped and replaced on (B)(6) 2019. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically on the same procedure. The patient was stable during the procedure that capped the atrial lead and prophylactically explanted the ICD. Related manufacturer reference number: 2017865-2019-11590.